Manufacturer narrative:
Additional suspect medical device components involved in the event product family: scs-linear leads upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 5031141. Product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 5017210.

Event description:
It was reported that the patient's pain area had moved from the upper back to the lower back. The physician was planning on adding two additional leads to cover the new area. The patient underwent a revision procedure and the physician noticed that the implantable pulse generator (ipg) had moved upwards to the skin, and the skin was a bit opened already. There were no signs of infection. The ipg and leads were explanted and the physician implanted a new ipg on the patient's other side, and implanted two new leads. The explanted ipg and leads were discarded. The patient was doing well post-operatively.